Manufacturer narrative:
Model number provided is for toothbrush handle. The incident occurred on the e-series brush head which is an accessory. The serial number of the brush head was not provided. Device manufacturing date not available due to the brush head not being returned.

Event description:
Consumer called stating that bristles from the e-series brush head fell out in their spouses mouth. No injury reported.